Event description:
Hospital advised that the pump alarmed and displayed channel error. There was a note attached to the pump indicating it infused at 2.1 cc/hr continuously. There was no patient consequence.